Event description:
On (B)(6) 2014, a customer reported unexpected positive antigen typing outcomes when testing blood samples on a galileo echo.

Manufacturer narrative:
Other than the initial verbal report, the customer site did not have remote electronic access to the instrument, and also did not send any blood samples back to immucor for investigation. Site did not send samples to immucor.